Event description:
It was reported the right ventricular (rv) lead insulation was broken. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and the outer insulation was torn. It was noted that the distal conductor was distorted, the defibrillation coil was distorted, several conductors were distorted, the defibrillator conductor was fractured due to overstress, the proximal conductor was fractured due to overstress, there was blood/body fluid on the outer tubing overlay, the inner insulation was kinked/buckled, the outer tubing was kinked/buckled, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing had an environmental stress cracking breach/breach (non-electrical), there was blood in/on the helix/lobe mechanism, there was apparent explant damage and the lead was stretched.